Event description:
Boston scientific received info that this cardiac resynchronization therapy defibrillator (crt-d) delivered four inappropriate shocks. When the device was interrogated in the hosp, a red screen appeared with this following error message: "warning". Damage at the impulse generator. Device functionality limited to a single zone only shock configuration. Frequency and tachy duration remains programmable. The pt was hospitalized and tachy therapy turned off to prevent another inappropriate shock. In addition, the print out from the interrogation listed the model to be an h215. The device was explanted and will be returned for analysis. This device was implanted subpectorally and face down.

Manufacturer narrative:
Upon receipt, the clinical observation was confirmed; the device was operating in fallback mode, with confirmed brady and tachy therapies available. The fallback condition could be recreated when the device case was squeezed. X-ray inspection did not identify any abnormal connections or other physical anomalies. Device memory revealed several errors. Detailed analysis confirmed that the inappropriate shocks and reversion to fallback mode occurred secondary to memory corruption of the digital integrated circuit. This is discussed in the q4 2007 product performance report.